Manufacturer narrative:
The device involved in the reported incident is not expected to be received for evaluation. An investigation has been initiated based upon the reported information.

Event description:
This is the first of two reports regarding the ins5010 hermetic lumbar catheter, closed tip (same product ID, same lot number, same patient, same product problem, different incident dates). On (B)(6) 2013, the patient was in for a lumboperitoneal shunt using the ins5010. The surgeon tried to thread the catheter through the tuohy needle for over 2 hours. After trying to use the first ins5010, a second ins5010 was opened and the surgeon could not thread that one either. After 2 hours and multiple attempts using the two catheters, the surgeon was not able to place the valve. Surgery had to be rescheduled for a later date on (B)(6) 2014. Both ins5010 catheters were not available to be returned for evaluation.